Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation. The device has been returned for evaluation but evaluation is not yet complete. Medical records were received and have been evaluated. The patient¿s pd nurse stated that there was no known breach in aseptic technique, cassette leak, or malfunction. There is no documentation in the medical record supporting a possible association between the fresenius dialysis products and the event of peritonitis.

Event description:
A peritoneal dialysis (pd) patient reported finding possible effluent in her supply bag attached to the cycler following treatment. Under normal operation effluent should not be present in the supply bag. The patient was advised to switch to manual treatment. During follow up, the patient's pd nurse reported the patient brought a delflex peritoneal dialysis solution supply bag to the clinic with apparent effluent. The patient reported abdominal pain. Pd fluid was collected from the supply bag during the visit which showed a hazy appearance with culture results showing gram positive cocci in clusters. The isolated organism was (B)(6). During the pd clinic visit, the patient was diagnosed with peritonitis and was initiated on vancomycin; dose regimen and route not reported. The patient's pd nurse stated there was no known breach in aseptic technique, cassette leak, or malfunction associated with the peritonitis.

Manufacturer narrative:
The actual device and supplies used were returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are no visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. The tubing set, one heater bag and one patient bag were returned in a separate shipment to concord. A weight measurement of the ¿heater bag¿ totaled 123 ml (bag is empty). The ¿supply bag¿ totaled 1945 ml of discolored solution. Other than the discolored ¿supply bag¿, no other visual discrepancies were found when inspecting the returned items. And as-received client simulated treatment was performed using a new cassette. The treatment was completed without any failures or problems. The cycler programmed displayed fill and drain volume values were within the tolerances and no additional fluid was found in the ¿heater bag¿ or ¿supply bag¿ at the end of the simulated treatment. A second as-received client simulated treatment was performed using a new cassette. The treatment was completed without any failures or problems. The ¿patient bag¿ and ¿drain bags¿were dyed to verify that the flow paths were operating as intended during the treatment. The flow paths operated as intended and no colored solution was found in the ¿heater bag¿ or ¿supply bag¿. The cycler programmed displayed fill and drain volume values were within the tolerances. A third as-received client simulated treatment was performed using the client returned cassette. The treatment was completed without any failures or problems. The ¿patient bag¿ and ¿drain bags¿ were dyed to verify that the flow paths are operating as intended during the treatment. The flow paths operated as intended and no colored solution was found in the ¿heater bag¿ or ¿supply bag¿. The cycler programmed displayed fill and drain volume values were within the tolerances. Physical testing was performed and all passed and were within tolerance. The system level review of cycler device and concomitant products found no indication that the products caused or contributed in any way to the clinical event.